Event description:
Intra aortic balloon pump (iabp) catheter inserted at bedside, iabp console inoperable. Several staff members attempted to get it working but machine would not initiate counter pulsation. Alarms were addressed with same results. Second machine brought in which worked immediately. Bmet called to service iabp machine.